Manufacturer narrative:
A boston scientific technical services consultant explained to the caller that the impedance is slightly above normal limits; however, they could continue to monitor the patient as all other measurements are stable. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting tones. Device interrogation noted a message to check the right ventricular (rv) lead. A review of the device data noted a pacing impedance measurement greater than 2000 ohms. All other measurements are stable and within normal limits. No adverse patient effects were reported.